Event description:
It was reported that this right atrial (ra) lead dislodged. There was undersensing, but the rate was fast enough that it did not affect the therapy. As a result, a revision procedure was performed and the lead was repositioned successfully. There were no additional adverse patient effects reported.